Event description:
It was reported that a user experienced fluctuating glucose on the ilet, including urgent low alerts, with lowest and highest readings of 53 mg/dl and 269 mg/dl, while observing higher insulin delivery than prior therapy and recent body weight adjustment; user treated lows with gummies or juice and was coached on low-glucose treatment and use practices. Symptoms included hypoglycemia. Outcomes included no health consequences or lasting impact. Investigation included interviews with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information to identify a device problem or specific component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.